Manufacturer narrative:
Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Investigation conclusion: a complaint lot history check was performed on lot # 0049374 for preactivation. This is the 1st. Related complaint for preactivation on lot # 0049374. A complaint lot history check was performed on lot # 0049374 for leakage. This is the 1st. Related complaint for leakage on lot # 0049374. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. As no samples and/or photo(s) were received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Event description:
It was reported that the bd autoshield¿ duo safety pen needle was unable to deliver insulin. The following information was provided by the initial reporter:  I was giving patient insulin using the bd autoshield duo 30g x 3/16" needle for insulin pens. The needle is designed to retract after the insulin has been given, but in this instance it retracted before, or shortly after the needle pierced the skin. When the needle was pulled away, there was a large amount of insulin that dribbled down the patient's skin. It is unknown how much, if any of the dose was actually given. Patient monitored for signs of hyperglycemia.